Manufacturer narrative:
Attempts to obtain additional information and for product return has been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this 21mm pericardial aortic valve was explanted for unknown reason after an implant duration of three (3) years and six (6) months. No other information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.